Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specs for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report pain in nipple and areola while pumping with the purely yours breast pump on various suction and speed settings. Customer reports pain lasts for 2 days. Customer was diagnosed with unilateral left breast mastitis on (B)(6) 2015. Customer contacted her health care provider on (B)(6) 2015 and was prescribed antibiotics for 10 days. Customer reports feeling well within 3 days.